Manufacturer narrative:
The customer's glidescope core 15-inch fhd monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device and verified the reported complaint. The tsr's evaluation identified damage to the monitor's port b, including a missing pin, which resulted in no image output from the port. During recording testing, the monitor became unresponsive and excessive heat was observed from the back housing. Further investigation identified a missing central processing unit (cpu) thermal pad. The tsr installed a cpu thermal pad and repeated testing. Following repair, the monitor passed device functionality testing and the reported freezing and shutdown issue could not be replicated. Review of complaint history for the reported device serial number did not identify any previous complaints reported to verathon for the same failure mode. Trending analysis for glidescope core 15-inch monitors does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Upon completion of verathon's device evaluation and repair, the monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor trends.

Event description:
A customer reported that the glidescope core 15-inch monitor froze and shut down during an intubation procedure. No patient injury or harm was reported. Information regarding procedural delay or use of a backup device could not be confirmed.